Event description:
The rptr stated, as the surgeon attempted to insert the cc4204a collamer single piece with aspheric, the lens got stuck in the injection system. There was no pt contact.

Manufacturer narrative:
(B)(4). This complaint cannot be investigated further in association to the lens stuck in the injector as the returned injector, injector cartridge and foam tip plunger had no available lot number information. Based on the results of the DHR review, product evaluation, work order search and the lack of sufficient product information made available from the customer, a root cause cannot be determined for this complaint.(B)(4).

Manufacturer narrative:
Method: lens work order search. Results: visual inspection of the returned product showed the lens was rec'd stuck between the ftp and the cartridge. The tip of the cartridge was damaged, however, there was no visible damage to the ftp. There was evidence of a clear surgical residue. A lens work order search was performed and there were no similar complaints found. Conclusion: based on the complaint history, work order and product eval, we were unable to determine a specific root cause of the event. (B)(4).